Manufacturer narrative:
A field service engineer (fse) was dispatched to assess the unit on site. The fse replaced the catalytic converter retrofit kit and oil mist filter cartridge and confirmed that the issue was resolved. System was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is likely due to the catalytic converter retrofit kit and oil mist filter cartridge. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni.

Event description:
A customer reported an event of an odor/smell emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.